Event description:
Healthcare professional (hcp) reported one incident of a blood leak with the psn 210 dialyzer. Incident occurred immediately at the start of treatment and was noted by the cobe c3+ hemodialysis machine's blood leak alarm. Blood leak was comfirmed visually in the dialysate and with positive henastix. Blood from the extracorporeal circuit was not returned to the pt with an estimated blood loss of 250cc to 300cc. Treatment was resumed with new disposables and completed without incident. No pt injury or medical intervention was reported per hcp.